Event description:
The product was used during an endoscopic ligation procedure. Reportedly, the instument jammed. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.